Manufacturer narrative:
The review of the device history records of the plate used during the surgery indicate that the implant was manufactured according to specification and released within acceptable design parameters. If any additional information is reported, a followup report will be filed.

Event description:
It was reported that a paragon 28 gorilla lateral column fusion plate was implanted on (B)(6) 2018. It was reported broken on (B)(6) 2019 to paragon 28.